Event description:
Pump was reported to have a cartridge change error. There was no reported impact to the customer's blood glucose level. Patient declined any further troubleshooting and follow-up, leading technical support to close the case.